Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was an error code 210.6020. There was no patient involvement.

Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 210.6020 technical support : 1. Replace door assembly due to faulty keypad. 2. Return to factory for repair. A review of the device history record for sn (B)(6) was performed from 08/05/2019 to 01/16/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was an error code 210.6020. There was no patient involvement.